Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet detachment (slda) appears to be due to a combination of procedural conditions and imaging issues. The cause for the reported poor imaging cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Clinical information: crd_1098 - triclip japan pas, patient site (B)(6) - (B)(4). It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. A triclip was successfully implanted. During deployment sequence of second triclip, the clip had single leaflet device attachment(slda) from the posterior leaflet post detachment from the clip delivery system handle. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.